Event description:
It was reported by the patient¿s father that blood glucose levels were approximately 140 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient¿s father reported insulin leakage, redness at the pod site, and pink-colored liquid at the site. Upon removal, the silver/metal needle was reported to be bent, indicative of a needle retraction issue. The patient reported pain at the infusion site due to the needle poking. No treatment details were reported.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_androidomnipod software app version: 3.1.6operating system: bp2a.250605.031.a3.a166u1ues7czdghardware: sm-a166u1cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.